Event description:
It was reported the patient is experiencing uncomfortable back and abdominal stimulation due to a lead migration. The patient also experiences discomfort below her chest. The patient indicated she has not used her scs system since (B)(6) 2012. The patient is considering having her scs system explanted at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.